Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Hcp reported left deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Other-technical: no observed particles in the valve. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Hcp reported left deflation. Device has been explanted. Hcp later reported ¿particles in valve".

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Hcp reported left deflation. Device remains implanted.